Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and deployment issue occurred. In (B)(6) 2014, patient presented with acute myocardial infarction. The target lesion was located in the proximal left anterior descending artery (lad). A 3.5mm promus premier¿ stent was implanted in the lesion however within 24 hours post procedure, the patient experienced increasing chest pain. It was then noted that there was a thrombus in the proximal lad. The thrombus was removed and intravascular ultrasound was performed. It was found out that the stent was undersize for the vessel, so a 4.0mm and a 4.5mm noncompliant (nc) balloon catheters were advanced and expanded the stent more. No further patient complications were reported. The patient was still in the hospital and was doing well.